Manufacturer narrative:
The cause of low flow is not identified and could be caused by the system controller (s/n: (B)(4)). This event is also reported under MFR #2916596-2019-05258. Manufacturer's investigation conclusion: review of the submitted controller log file data confirmed the reported low flow alarms with a significant reduction in calculated average flow values; however, a specific cause for the low flow condition could not be determined through this evaluation. The submitted controller event and periodic log files showed the pump operating at the stored patient speed of 5300 rpm. The periodic log file contained data from (B)(6) 2019 1:36 pm ¿ (B)(6) 2019 1:32 am and consisted of only data entries at 12-hour intervals with no active controller fault flags or alarms. Throughout the log file, calculated average flow ranged from 2.6-4.9 lpm (average of ~4.3 lpm). All of the lower flow values below 4 lpm were noted to have occurred toward the end of the log in the month of october, which were also associated with higher calculated average pi values. Motor power remained overall stable throughout the log file and the pump speed remained above the low speed limit for the duration of the log file. The submitted controller event log file contained data from (B)(6) 2019 1:13 pm ¿ (B)(6) 2019 11:01 am and showed that from the beginning of the log file through timestamp (B)(6) 2019 9:54 am, calculated average flow values ranged from 2.3-3.7 lpm. Multiple low flow controller fault flags were captured throughout this time frame due to the calculated flow dropping below 2.5 lpm. Some of the low flow controller fault flags lasted longer than 10 seconds to result in intermittent low flow hazard alarms. Elevated calculated average pi values peaking at 10.6 were also noted during the low flow events. Beginning at timestamp (B)(6) 2019 9:56 am, reduced calculated average flow values below 2.0 lpm were captured, resulting in persistent low flow hazard alarms. Calculated flows then reduced to 0.1 lpm at timestamp (B)(6) 2019 10:11 am and did not recover above this value through the remainder of the log file data. The driveline was ultimately disconnected at timestamp (B)(6) 2019 10:17 am and the controller was subsequently removed from power a few seconds later and then transitioned into charge mode, which is consistent with the reported system controller exchange. Besides the low flows, no additional notable controller faults or alarms were recorded in the log file. No atypical lvad faults were captured. In addition, no elevated pump power or lvad temperature values were noted. The actual motor speed remained at or above the low speed limit without issue while the driveline was connected to the controller. The patient remains ongoing on mlp-011327 and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patent was admitted to hospital due to low flow with flow rate 0 lpm and normal speed. The system controller was exchanged and the issue continued, but the flow increased with flow at 4 lpm and gone back to normal after few minutes. The scanner was done and no twist on outflow cannula. Echocardiogram was correct and aortic valve closed. The patient is doing well and there was no adverse consequence.